Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the clip of the er320 instrument malformed. The case was completed by using another instrument. There was no pt consequence.